Manufacturer narrative:
A sample is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that a vitrector did not cut during surgery. A new one was taken and procedure was successfully completed. The surgery was delayed some minutes but the surgeon did not find it clinically significant. There was no patient harm. The directions for use were being followed. Additional information has been requested but not received to date.

Manufacturer narrative:
(B)(4). Evaluation summary: one probe was returned for not cutting. No anomalies were found during the device history record reviews. The product was released based on the product¿s acceptance criteria. The sample was visually inspected using 25x magnification and found to be visually nonconforming. The cutter was observed in the closed position. Actuation, aspiration and cut testing was performed and all testing was deemed conforming. The probe was disassembled and the components inspected. There is approximately 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The product evaluation did not confirm the probe would not cut. All functional testing, including cut testing, met specification. The reason for the closed probe position could not be determined from this evaluation.